Event description:
It was reported that the stent dislodged from the balloon as it was entering the valve of the introducer sheath. The device was retracted without incident. Another balloon expandable stent was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
A further clinical review was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A complete manufacturing review could not be conducted as the lot number is unknown. The device was returned. The complaint investigation is confirmed for a dislocated/dislodged stent. Based upon the available information the definitive root cause for this event is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.